Event description:
The manufacturer received information alleging a ventilation service required alarm occurred on a trilogy evo device. The device was not in use on a patient at the time of the occurrence. The trilogy evo device was returned to the manufacturer service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that an error code, pressure sensor mismatch (e-0389), was observed on the device's error log. The manufacturer's service technician performed the internal flow verification test steps, which failed on the device. The manufacturer's service technician evaluated the device further and found the blower was corroded and water droplets were observed on the blower cover and muffler. In conclusion, the device's blower, blower cover, and muffler were replaced to address the issue. The root cause is confirmed at this time. The device passed all final testing.